Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR# 2134265-2014-03133. It was reported that during a tibial vessel predilatation, catheter stuck on the guidewire. Physician was treating a lesion within the tibial vessel, via the ipsilateral with a rubicon 035 and a zipwire with no complications. The guidewire was exchanged for a pt2 and during advancement of the rubicon .014, it got stuck and it couldn't be moved. Both devices were removed from the patient. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
Update: device avail. For eval. Device evaluated by manufacturer: a visual examination identified the guidewire returned still loaded in a foreign catheter. The wire was removed from the catheter, resistance was felt during removal. The distal end was found bent. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a tibial vessel predilatation, catheter stuck on the guidewire. Physician was treating a lesion within the tibial vessel, via the ipsilateral with a rubicon 035 and a zipwire with no complications. The guidewire was exchanged for a pt2 and during advancement of the rubicon .014, it got stuck and it couldn't be moved. Both devices were removed from the patient. The procedure was completed with another of the same device. No complications were reported.